Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the root cause of the reported issue of noisy ECG and wandering baseline is inconclusive as the clinical setting could not be reproduced. The sherlock 3cg tcs sensor was returned to the manufacture site for evaluation. The manufacture site reported that the sensor passed functional testing requirements and the reported issue could not be reproduced. It is therefore likely that the event was caused by another root cause. Manufacturing records were also reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. A history review of serial number (B)(4) no other similar complaint(s) from this serial number.

Event description:
The clinical specialist reported that the EKG is intermittently noisy and looks to have a wandering baseline. The patient was still, nothing touching the stylet, checked all connections, flushed several times, and the machine was not plugged in. The patient's hand was touching the sensor for a moment, but the hand interference was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The clinical specialist reported that the EKG is intermittently noisy and looks to have a wandering baseline. The patient was still, nothing touching the stylet, checked all connections, flushed several times, and the machine was not plugged in. The patient's hand was touching the sensor for a moment, but the hand interference was removed.